Manufacturer narrative:
The blood pressure monitor was replaced for the patient, and the device that caused the concern was requested back for testing. The device has not been returned. If the device is returned back for testing, a supplemental report will be filed with the investigation conclusions.

Event description:
The patient reported that their primary care physician adjusted their hypertension medication based on their high livongo readings. The patient's physician increased their dosage of losartan, based on the high livongo readings he was receiving. The patient also confirmed that the livongo blood pressure monitor was providing a high reading of 180/120 compared to a manual blood pressure reading of 140/60. The livongo blood pressure monitor was replaced and the device that provided the inaccurate readings was requested back for the investigation.